Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, and a thorough investigation could not be completed as no lot number was provided. The implant was not provided for eval, as it was discarded at the hospital. There was no reported performance issues with the hardware or implant. It is unk what may have caused the patient to develop the infection/abscess which necessitated the removal.

Event description:
It was reported to globus that a patient had a fusion surgery c5-6 on (B)(6) 2015 at (B)(6). The patient later developed an abscess/infection, and had to have the spinal hardware, coalition spacer, and xemplifi putty removed. The removal surgery took place (B)(6) 2015. The removal surgery was preformed at (B)(6). The removal surgery was performed by different surgeon than the initial surgery.